Manufacturer narrative:
The device was not returned to mmdg for evaluation so no investigation could be completed. A DHR review was performed and no non-conformances were found. Based on the complaint information received, the pump appears to have under infused at a rate that mmdg considers reportable. This report will be updated if any additional information is received.

Event description:
The initial reporter stated that the pump did not infuse accurately. Mmdg followed up with the initial reporter who stated that the under infused during testing, and no patient had been involved. (B)(4).